Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to flatten down arrow button dome switch. However, the device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The unit was received with cracked reservoir tube lip, minor scratched display window, and peeling keypad overlay.

Event description:
Customer reported a button error alarm. Customer's blood glucose was 46 mg/dl. The customer treated her high blood glucose with a candy bar. Customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.